Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and uploaded the latest software revision to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator display became blank and inoperative. The patient was transferred to another ventilator without harm.